Event description:
It was reported that a presented in-clinic reporting discomfort and a fluttering heart sensation. Upon examination, the cause of the patient's reported symptoms was found to be right ventricular (rv) lead dislodgement. This was confirmed with x-ray imaging. The dislodgement also resulted in low rv lead sensing and low pacing impedance. The rv lead was successfully repositioned on (B)(6) 2022. The patient was stable throughout.